Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient with the encounter number (1090427) appears to be in pyxis in two different bed numbers (204b) and (208a) and the patient was transferred from one bed to another but in pyxis is still separated. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient with the encounter number (1090427) appears to be in pyxis in two different bed numbers (204b) and (208a) and the patient was transferred from one bed to another but in pyxis is still separated. The customer stated that there was a delay, and the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had two different bed numbers. A technical support specialist remotely dialed into the station, based on the sample encounter ID, found that there were two admissions for the patient. The technical specialist advised the customer to delete the duplicate admission record to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.